Event description:
It was reported when using the bd synapsys¿ the "ready for reading" screen it too slow. There was no report of erroneous results or adverse patient impact. The following information was provided by the initial reporter. The customer stated: "on the synapsys home screen, the ready for reading schedule loads very slowly. A tile configured on synapsys dashboard keeps loading and not showing data. Re-created the same tile on synapsys admin account and noticed that it is initially showing data but as soon as the page refresh a loading screen is shown."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary: on synapsys (material 444150 / sn (B)(6)) homescreen, the ready for reading schedule loads very slowly. There, the schedule / columns load much quicker initially, however an automatic update of that data ("loading..." Is displayed) takes very long. The current software version is 3.71. Recommendation is to upgrade to a new version of synapsys. Unable to determine the root cause of this slowness. This is not a confirmed complaint of a bd product. Per baltrm-synapsys-aph revision 25, the failure associated to this complaint is a user annoyance which is a severity of s1; reference ID 59. Complaints for application were under statistical control for the month of january. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd synapsys¿ the "ready for reading" screen it too slow. There was no report of erroneous results or adverse patient impact. The following information was provided by the initial reporter. The customer stated: "on the synapsys home screen, the ready for reading schedule loads very slowly. A tile configured on synapsys dashboard keeps loading and not showing data . Re-created the same tile on synapsys admin account and noticed that it is initially showing data but as soon as the page refresh a loading screen is shown."